Manufacturer narrative:
System has been running without any further incident's of ffb reboot issues. Unable to aquire system logs due to system in use during site visit. Case closed with no service performed on system.

Event description:
The customer reported the system locked up during a hip pinning case. C-arm closed collimator and went to all blocks. System had to rebooted to restore operation.